Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and dehydration on (B)(6) 2014. Customer's blood glucose level was in the high 400's or low 500's mg/dl. Customer was wearing insulin pump at the time of hospitalization. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.